Event description:
It was reported that a novalung console alarmed with ¿technical failure, flow measurement¿ alarms 208 and 206. There was no patient involvement associated with the event; the event occurred prior to treatment initiation. The machine had reportedly been pre-primed when the alarms started going off. The on-screen schematic indicated the flow probe was not connected, but the flow probe was in fact firmly connected. The staff tried repositioning the flow probe cable and removing/reinserting it, but the problem persisted. The console was removed from service and placed in storage, and an onsite console evaluation was requested. It was noted that the sensor box had the field service upgrade performed months prior to the event. Upon follow-up with the user facility, it was confirmed that the alarms did not result in any treatment delays. There were no defects noted on the console, the flow sensor, the sensor box, or any of the connected cables. It was confirmed that a fresenius field service technician (fst) went onsite and repaired the machine. The fst was able to duplicate the reported failure. They swapped the flow sensor, but the flow measurement alarm was still present. To resolve the reported issue, the sensor box had to be replaced. The serial number of the sensor box was xconus0110. Following the repair, the fst completed the protocol console checklist; no further problems were found. A sample was not available for evaluation, and no photos were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console alarmed with ¿technical failure, flow measurement¿ alarms 208 and 206. There was no patient involvement associated with the event; the event occurred prior to treatment initiation. The machine had reportedly been pre-primed when the alarms started going off. The on-screen schematic indicated the flow probe was not connected, but the flow probe was in fact firmly connected. The staff tried repositioning the flow probe cable and removing/reinserting it, but the problem persisted. The console was removed from service and placed in storage, and an onsite console evaluation was requested. It was noted that the sensor box had the field service upgrade performed months prior to the event. Upon follow-up with the user facility, it was confirmed that the alarms did not result in any treatment delays. There were no defects noted on the console, the flow sensor, the sensor box, or any of the connected cables. It was confirmed that a fresenius field service technician (fst) went onsite and repaired the machine. The fst was able to duplicate the reported failure. They swapped the flow sensor, but the flow measurement alarm was still present. To resolve the reported issue, the sensor box had to be replaced. The serial number of the sensor box was xconus0110. Following the repair, the fst completed the protocol console checklist; no further problems were found. A sample was not available for evaluation, and no photos were provided.

Manufacturer narrative:
Correction: d9 additional information: h3 plant investigation: no parts were returned for evaluation. However, a fresenius field service technician (fst) went onsite and they were able to duplicate the reported failure. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. This sensor box was equipped with the cable d500-0187cb with gold contacts for connection to the p102 connector of the digiflow mini board. A CAPA was opened to address the reported issue.